Event description:
While troubleshooting an unrelated event at the customer's site, a field service engineer (fse) discovered a decreased hemoglobin (hgb) blank voltage value on a unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse removed the hgb chamber and observed buildup in the hgb chamber (cloudy chamber) which was cleaned and reinstalled. The new blank voltage was within specification and the issue was resolved. (B)(4).